Manufacturer narrative:
Additional patient provided on (B)(6) 2020: (B)(6) 2020 sid (B)(6): na+ = 114 / 122 / 136 mmol/l, repeated on (B)(6) 2020 = 144 mmol/l. Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely decreased sodium, potassium and chloride patient results. The trend review by the product list number found no trends related to this issue. A review of the analyzer (sn# (B)(6)) service history identified no contributing factors to the current complaint. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's, age, gender: (B)(6).

Event description:
The customer reported falsely decreased sodium (na+), potassium (k+) and chloride (cl-) results generated on the architect c16000 on three patients. Results provided: uom = mmol/l. On (B)(6) 2020; male; (B)(6)-yrs old; sid: (B)(6): na+ = < 100, another architect = 110, repeated on (B)(6) 2020 = 141 / 142, another architect = 140/ 140/141; k+ = 3.4, another architect = 3.9 /, repeated on (B)(6) 2020 = 5 / 5 , another architect = 4.9 / 4.9 / 5; cl- = 70, another architect = 82, repeated on 22sep2020 = 104/104, another architect = 103 / 104 / 103. On (B)(6) 2020; female; (B)(6)-yrs old sid: (B)(6): na+ = < 100, another architect = 118, repeated on (B)(6) 2020 = 143 / 143, another architect = 142/ 142/143; k+ = 2.4, another architect = 2.9 /, repeated on 22sep2020 = 3.7 / 3.7 , another architect = 3.6 / 3.6 / 3.7; cl- = 70, another architect = 85, repeated on 22sep2020 = 102/102, another architect = 102 / 102 / 102. On (B)(6) 2020; female; (B)(6)-yrs old; sid: (B)(6): na+ = 103, another architect = 124, repeated on (B)(6) 2020 = 141 / 141, another architect = 140/ 140/141; k+ = 4.1, another architect = 4.9 /, repeated on (B)(6) 2020 = 5.5 / 5.5 , another architect = 5.5 / 5.5 / 5.5; cl- = 77, another architect = 92, repeated on (B)(6) 2020 = 103/104, another architect = 103 / 104 / 103. Reference ranges: na+ (137-146 mmol/l), k+ (3.5-5.0 mmol/l), cl- (102-111 mmol/l). No impact to patient management was reported.